Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed through review of the submitted log files. A specific cause for the reported alarms could not be conclusively determined through this evaluation. A review of the submitted log files revealed numerous low flow alarms. No other unusual alarms or events were captured, and the pump appeared to operate as expected at the set speed. It was reported that heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, including the low flow hazard alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital awaiting heart transplant due to chronic low flow alarms. Interrogation at bedside only showed 60+ events. Log files were sent for review. The event log captured intermittent low flow alarm (13) as well as brief low flow estimates (121) when the pulsatility index (pi) was elevated starting on (B)(6)2025. The estimated flow was fluctuating below the 1.5lpm alarm threshold. Most of these events were brief and didn¿t generate the alarms (less than 10 seconds to trigger the alarms). The estimated flows were averaging from 1 to 1.4 lpm and pi was averaging from 11 to 13.9 during these events. There were no unusual rotor faults, pump temperature, or any other abnormal pump fault seen in the event log. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues that caused these events. It was additionally reported that the patient underwent transplant. The patient's outcome was considered to be device or therapy related.